Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part # rob10013, sn (B)(6), used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. A case was begun. The reported problem was confirmed. The bur did not extend flush to the guard during calibration. Disassembly revealed an insufficiently threaded exposure motor. Tightening the motor resolved the problem. The most likely cause of the complaint is the exposure motor not being tightened all the way during assembly, allowing the motor to loosen and begin to pull out of the handpiece. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, when burring the distal femur with a real intelligence robotic drill the last mm was not being removed. Guard was pushed back. Surgery was completed by shaving the remaining bone with his saw blade. Surgery was finished after a non-significant delay. No harm to the patient or further complications reported.